Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation as it could not be located at the user facility yet. Therefore the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed as basic data of article identification (exact model/type of resection sheath; lot number) are missing. The case will be closed from olympus side with no further actions but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. Furthermore, the event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a flexible cystoscopy checkup procedure (date of procedure: (B)(6) 2015), it was noticed that a foreign body was stuck in the navicular fossa of the patient's anterior urethra. The intended procedure was subsequently canceled and the patient was transferred to an operating room where the foreign body was retrieved. As it turned out, the foreign body is a large piece of ceramic insulation, which is thought to have detached from an inner sheath (B)(4) during an unspecified procedure in 2010. However, neither the exact model/type of resection sheath nor the date of procedure are known. No further information was provided but there was no report about an adverse event or patient injury. In addition, the patient is reportedly doing well.